Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine review was conducted on the reported incident. It was stated: what was seen is dual guidewires indicating either a bifurcation lesion (not stated in report) or side branch protection (also not stated in report). After reviewing the single run sent with the complaint and no other details about the case were provided, it is believed that the guide wires became entangled. Entangled wires can allow balloons to maneuver over them if the entanglement is loose enough but, manipulating wires to get precise post-dilation placement could have tightened the wires around each other therefor hindering balloon movement. In this case, it is likely that manipulation/ handling of the guide wire resulted in the reported dissatisfaction of lining on the guide wire preventing movement; consequently, resulting in the reported difficulty to position and difficulty to remove. The investigation determined to be related to operational circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was lost in transit and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity in the unspecified artery. Reportedly, a hi-torque bmw universal ii guide wire was being used for the procedure, and during the post-dilation of an unspecified stent, the guide wire was noted to be stuck with the balloon preventing movement inside the catheter. The balloon moves back and forth only when the guide wire moves. The physician was not satisfied with the lining of the guide wire which prevents movement inside the catheter. The guide wire and the balloon catheter were removed together as a single unit. The bmw universal ii guide wire was then removed from the balloon catheter and re-advanced into the patient anatomy. Intravascular ultrasound (ivus) was then advanced over the same bmw universal ii guide wire without issues. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.